Manufacturer narrative:
D9;h3 d9;h3.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text: device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. The customer's blood glucose (bg) was 88mg/dl. During troubleshooting, it was discovered that the customer loaded cartridges with cold insulin. Cts found an issue with insulin, not room temperature. Cts informed patient insulin needs to be room temperature. The customer reverted to manual injections for insulin therapy.